Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00898.

Event description:
During preparation for a medical procedure using ruby coils, the pusher wires of two ruby coils became bent upon removal from packaging. The ruby coils were therefore not used in the procedure. The procedure was completed using additional ruby coils.